Event description:
Femoral calcar fracture occurred during inserting the stem on surgery. Additional procedure of cable wiring was performed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.